Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 23apr2017 our affiliate in (B)(4) received an email from a patient (pt) who reported that he/she was diagnosed with a corneal ulcer while using a trial lens of acuvue oasys 1-day brand contact lens. Date of the event is reported as (B)(6) 2017. On 25apr2017 additional information was received from the pt: pt reports that the affected eye was the left eye and the event has not resolved. The pt went to an eye care professional (ecp) and was diagnosed with the left eye corneal ulcer. The pt reports he/she was prescribed tarivid otic cream once before sleep and vigamox eye drops every two hours. The pt also provided the medical records and receipts for prescriptions. On 26apr2017 a translation was received for the medical records received and the additional information indicates the following: receipt for prescriptions: vigamox eye drops 0.5%, hyaluronal drops 3%, taejun taribid ointment, furomox 100 mg tb, cerebrex 100 mg; cymed 300 mg. The medical certificate, dated (B)(6) 2017 indicates: diagnosis: corneal ulcer os; comment: the pt requires treatment and a further monitoring. On 07may2017 a call was placed to the pt and additional information was received: pt had a fu appointment with the ecp on 02may2017. The pt reported that the ecp said the os corneal ulcer has mostly healed. The pt reported photophobia with further follow-up appointments. On 15may2017 a call was placed to the pt and the additional information was received: pt reported that the os is nearly healed. No fu appointments have been scheduled. No additional medical information has been received. The lot # is unknown and the suspect product was discarded. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.